Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for analysis. Microscopic evaluation revealed surface abrasion on all pump tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump. Microscopic evaluation revealed surface abrasion on cylinder 2 exhaust tubing. No functional abnormalities were noted with cylinder 1 or cylinder 2. Microscopic evaluation revealed surface abrasion on the reservoir inlet tubing. No functional abnormalities were noted with the reservoir. The information received indicated the tubing was uncomfortable and pump feels hard, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to uncomfortable tubing and a hard pump.